Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the device allegedly failed to obtain tissue sample. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was reported as either recp1252 or recn1634. The device history records for both lots have been reviewed and each lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was received with the top slide in the primed position. The top slide self-activated during the preliminary evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring and the cannula outer tang width measured out of specification. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as a full functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. Additionally, the out of specification cannula tang width measurement may have contributed to the reported and identified issues however, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, the device allegedly failed to obtain tissue sample. It was further reported that the procedure was completed with another device. There was no reported patient injury.